Event description:
The doctor claims that after the graft was implanted as an aorto-femoral bypass graft, blood was observed "oozing" from the graft wall. The amount of blood that leaked through the graft is unknown and unattainable. How the leakage was stopped is unknown and unattainable. There was no injury to the patient. The graft was left in. The patient is doing well, now.